Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male had impella cp pump inserted in the right axillary. The left ventricular thrombus was claimed to be absorbed by impella and part of the thrombus flowed to the brain causing a stroke. The inside of the impella, especially the inlet part was clogged up with thrombus, the suction alarm was not able to be cleared and the impeller was removed. The physician in charged commented that the left ventricular thrombus was a blood stagnation in the left ventricle (lv) due to dilated cardiomyopathy (dcm),that became a thrombus after impella insertion. Anticoagulant therapy was provided to treat the cerebral infarction and the patient is improving.